Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/05/2017. Retain a product was tested and performing to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. Z, appendix 1- product complaint level 2 and level 3 investigation procedure. Assessment: the I-stat and the laboratory are consistent across repeats on two days two different samples tested on the I-stat and the laboratory. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant crea results on a (B)(6) male patient. The lab results from labcorp became available the next day on (B)(6) 2017 and it was discovered the patient had a severely elevated d-dimer. The patient was sent to an emergency room where a CT scan with contrast was performed and bilateral pulmonary embolisms were found that were not seen on the CT done on (B)(6) 2017 due to contrast not being administered due to the abnormal I-stat results. The patient was treated for bilateral pulmonary embolisms on (B)(6) 2017. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: (B)(6) 2017, sample: a, specimen: wb, collect time: 1532, test time: 1535 result: 2.25 method: I-stat; date: (B)(6) 2017, sample: b, specimen: unk, collect time: 1400, test time:, result: 0.82, method: labcorp reference. The labcorp sample was collected at 1400 on (B)(6) 2017 and reported at 1235 on (B)(6) 2017. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).